Manufacturer narrative:
The patient side manipulator (psm) arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the arm failed the slow sweep test on axis-2. The axis-2 brake was replaced and the arm was upgraded to the next revision. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event.

Event description:
It was reported that prior to starting a da vinci partial nephrectomy procedure, the system powered up with a messages arm2 not free to move .... An intuitive surgical, inc. (Isi) technical field specialist (tfs) visited the site and replaced the patient side manipulator (psm) arm as a fix. During internal failure analysis investigation, the patient side manipulator (psm) arm failed the slow sweep test on axis-2. Although this failure was found during in-house testing, and had no patient impact, if this malfunction were to recur, it could likely cause or contribute to an adverse event.